Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing revealed the device was functioning outside of specifications. Revision surgery is under consideration.